Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/26/2024. An investigation was conducted on 02/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated without issue, no damage was observed on the balloon. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000432043 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the defect occurred at the beginning of the procedure. With the vasoview hemopro 2 btt, co2 would not flow. After co2 was hooked up to the btt, occlusion error was visible on the insufflator. The pa reconnected the co2 tube to the btt a few time to ensure proper alignment. An accessory pack was used to finish the case. However, there was an occlusion error with that btt as well. Fortunately, the co2 was attached to the distal insufflation port which allowed the harvester to finish the case. Patient was not injured. No additional time was added to the case.